Event description:
A dcs plate, implanted in 2002 for a fracture of the mid & distal 1/3 left femur, broke post-operative. Fracture was from below an existing hip device to the distal femur which required extensive repair with subject plate, screws, cables and graft. During removal and revision in 2002 non-union, necrotic bone, fibrous tissue and avascular bone was noted.